Event description:
The patient reportedly developed an epitympanic cholesteostoma. The company was informed that the patient's cholesteostoma was removed, and the device was explanted. The patient was reimplanted with another advanced bionic's cochlear implant.